Event description:
It was reported that the device was used during an unk procedure, at the end of the procedure, they perceived a necrosis formation at the port site. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that two sleeves and one obturator were received. The sleeve's outer gasket was received torn. The obturator was received in good visual condition. As per product instructions for use "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the gaskets, which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal."